Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 16, 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began 2-3 years ago when he allegedly obtained blood glucose results of 117, 47, 110 and 51mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for precision. The patient usually manages his diabetes using insulin (self-adjusts) and it is unclear if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of irregular heart beat approximately 10 minutes after the alleged issue began. The patient stated that he consumed additional food and/or drink in response to the alleged issue, called the emergency services (paramedics) and took an extra 6-7 glucose tablets. The patient confirmed that his blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were stored correctly and within expiry. The patient had used all the subject test strips and no-longer had the vials. Return of the subject meter was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.